Manufacturer narrative:
Additional investigation information: the allegations contained within this complaint, point to the first screw used (part 04.211.056s) and the plate (04.107.302s). During the insertion of the first screw (04.211.056s), excessive contact with the plate occurred, which is clearly indicated by the flattened thread flanks on the shaft of the screw. This contact likely led to the damage of the locking thread on the plate (which was not returned for investigation). As a result of the damages, the other screws became secondary damage as the plate was already affected/misshapen from the first screw. Therefore, the two (2) other screws mentioned in the event description (parts 04.211.012s and 04.211.044s) will be listed as concomitant. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 14, 2015 - expiry date: january 1, 2025. The issue observed was determined to be unrelated to the sterilization process. As such, the DHR for the non-sterile counterpart (part 04.211.056 / lot 7804060) was reviewed. The device was manufactured in monument on october 2, 2014 with no non-conformance notes generated that would contribute to this complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat an olecranon fracture. During the procedure, the surgeon encountered difficultly inserting the screw into the second proximal hole of the variable angle (va) olecranon plate. The first unsuccessful attempt at insertion was made with a 2.7mm titanium (ti) va locking screw (56mm). Following its removal, string-like, metal debris was noted in the plate hole. A shorter screw was then selected (44mm) and inserted under image intensification. The surgeon was not pleased with the placement, so the screw was removed with more debris noted. A third attempt was then made with a new screw (12mm), but the screw idled in the plate hole. It too was removed, but no debris was noted with this screw. The surgeon noted that re-drilling of the plate hole was not conducted between attempts and that the direction of insertion was the same for all attempted screws. The surgeon further commented that the damage of the plate hole likely led to the locking failure experienced with the screws. Concomitant device(s) reported: 2.7mm ti va locking screw 44mm (part: 04.211.044s / lot: 9725999 / quantity: 1) and 2.7mm ti va locking screw 12mm (part: 04.211.012s / lot: 9793916 / quantity: 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 04.211.012s, lot 9793916: manufacturing location: (B)(4). Article was sterilized by supplier (B)(4) no deviation was recorded. Manufacturing date: january 18, 2016. Expiry date: january 01, 2026. Non-sterile part 04.211.012 with lot 9947259: manufacturing location: (B)(4). Manufacturing date: november 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that surgery for olecranon fracture was conducted on (B)(6) 2016. During the surgery, the screw was not able to be locked and started idling in the second proximal hole of the reported variable angle (va) olecranon plate. The surgeon decided to replace the screw in the second proximal hole of the plate with a shorter screw. The replacing was performed under image intensification. The surgeon locked the screws in all holes of the plate. After checking under image intensification, the surgeon decided to replace the screw in the second proximal hole with an even shorter screw and that¿s when the screw idled in the plate hole. The surgeon noted that all the screws were inserted in the same direction and that re-drilling was not performed between changing out the screws. The surgeon also noted that string like debris was found in the plate hole while inserting the first and second screws. Concomitant medical devices: va-lcp olecr pl 2.7/3.5 le 2ho l90 tan (part 04.107.302s, lot 9960238, quantity 1); va lockscr ø2.7 head 2.4 self-tap l44 ta (part 04.211.044s, lot 9725999, quantity 1); va lockscr ø2.7 head 2.4 self-tap l56 ta (part 04.211.056s, lot 9323150, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: three (3) screws were returned with the locking threads of each severely damaged and rolled. The damage is such that the screws would not lock into the plate. The rose gold anodization had been rubbed off in numerous locations. The exact cause of the complaint condition could not be determined, but it was likely due to applying excessive torque during insertion. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned screws are part of the 2.7mm/3.5mm variable angle lcp elbow system. The system is comprised of three different plates that are indicated for various types of fractures of the olecranon and proximal ulna. The drawings for the device(s) were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. The exact cause of the complaint condition could not be determined, but it was likely due to applying excessive torque during insertion. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is currently in the evaluation process. The subject device is not an instrument and is an implant; however, the device was not considered implanted or explanted due to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.